Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Patient had acute liver failure and was started on ttm for fevers. Patient was sedated and paralyzed. They were not able to assess patient's neuro status without removing arctic sun device and stopping paralytics and sedation. The nurses were wanting the providers to. Nurse stated they were the unit educator, currently not at the hospital but wanted to discuss a current case they have. They have a patient who had been on the arctic sun device since wednesday to keep the patient normothermic. The patient had been maintaining target temperature. About every 2-3 hours, the water temperature was dropping very cold. Nurse believes the providers were deciding to continue therapy based on the water temperature dropping and thinking this was due to the patient still being febrile. Nurse stated the nurses think they should attempt discontinuing therapy. Nurse wanting to discuss possible reasons why the water temperature may be dropping so that they can discuss with the providers. Nurse stated patient temperature seems to remain 37.2c to 37.4c. Discussed pad coverage, nurse stated the patient was larger. They do have one universal pad on the patient. Explained depending on the patient¿s weight, the max number of pads the device can support was a large set of pads with 2 universal pads. If the patient still had some exposed abdomen, a second universal pad could be added for maximal coverage. Discussed medications, nurse confirmed they were not administering any medications which would affect patients' temperature. Patient was not moving or shivering. Nurse confirmed they should be turning the patient approximately every 2 hours, discussed the possibility of the device recognizing patient movement as heat generation. Explained they were not able to make clinical recommendations or suggestions around discontinuing therapy. Suggested nurse have primary nurses call them with any questions or when they notice the water temperature so that they can see more device diagnostics as well. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was acute liver failure and was started on ttm for fevers. Patient was sedated and paralyzed. They were not able to assess patients neuro status without removing arctic sun device and stopping paralytics and sedation. The nurses were wanting the providers to. Nurse stated they were the unit educator, currently not at the hospital but wanted to discuss a current case they have. They have a patient who had been on the arctic sun device since wednesday to keep the patient normothermic. The patient had been maintaining target temperature. About every 2-3 hours, the water temperature was dropping very cold. Nurse believes the providers were deciding to continue therapy based on the water temperature dropping and thinking this was due to the patient still being febrile. Nurse stated the nurses think they should attempt discontinuing therapy. Nurse wanting to discuss possible reasons why the water temperature may be dropping so that they can discuss with the providers. Nurse stated patient temperature seems to remain 37.2c to 37.4c. Discussed pad coverage, nurse stated the patient was larger. They do have one universal pad on the patient. Explained depending on the patient¿s weight, the max number of pads the device can support was a large set of pads with 2 universal pads. If the patient still had some exposed abdomen, a second universal pad could be added for maximal coverage. Discussed medications, nurse confirmed they were not administering any medications which would affect patients temperature. Patient was not moving or shivering. Nurse confirmed they should be turning the patient approximately every 2 hours, discussed the possibility of the device recognizing patient movement as heat generation. Explained they were not able to make clinical recommendations or suggestions around discontinuing therapy. Suggested nurse have primary nurses call them with any questions or when they notice the water temperature so that they can see more device diagnostics as well.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was acute liver failure and was started on ttm for fevers. Patient was sedated and paralyzed. They were not able to assess patient's neuro status without removing arctic sun device and stopping paralytics and sedation. The nurses were wanting the providers to. Nurse stated they were the unit educator, currently not at the hospital but wanted to discuss a current case they have. They have a patient who had been on the arctic sun device since wednesday to keep the patient normothermic. The patient had been maintaining target temperature. About every 2-3 hours, the water temperature was dropping very cold. Nurse believes the providers were deciding to continue therapy based on the water temperature dropping and thinking this was due to the patient still being febrile. Nurse stated the nurses think they should attempt discontinuing therapy. Nurse wanting to discuss possible reasons why the water temperature may be dropping so that they can discuss with the providers. Nurse stated patient temperature seems to remain 37.2c to 37.4c. Discussed pad coverage, nurse stated the patient was larger. They do have one universal pad on the patient. Explained depending on the patient¿s weight, the max number of pads the device can support was a large set of pads with 2 universal pads. If the patient still had some exposed abdomen, a second universal pad could be added for maximal coverage. Discussed medications, nurse confirmed they were not administering any medications which would affect patient's temperature. Patient was not moving or shivering. Nurse confirmed they should be turning the patient approximately every 2 hours, discussed the possibility of the device recognizing patient movement as heat generation. Explained they were not able to make clinical recommendations or suggestions around discontinuing therapy. Suggested nurse have primary nurses call them with any questions or when they notice the water temperature so that they can see more device diagnostics as well.